Manufacturer narrative:
The event is not device related but rather is associated with loss of fixation.

Event description:
Revision surgery revealed loosening of the tibial baseplate. The femoral component and tibial insert were also revised at this time.